Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a dissection occurred while implanting a xience v 2.5 x 23. Another company's stent was used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection is known adverse event associated with coronary stenting and can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)". It is likely that the ptci is a secondary effect of the dissection; however, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.